Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle and cylinder were clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no deviations from the instructions for use (IFU) regarding reprocessing. The following information from the instructions for use (IFU) pertains to this event: instruction manual evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. And the customers allegations were confirmed, the free play and angulation were out of standard. Additionally, due to clogging of the air/water tube, foreign objects came out of the distal end and residual liquid or foreign material came out of the air water cylinder. Additional findings include the following: the light guide lens was chipped, the bending section cover bonding was deteriorated, there was no water feeding, the air/water channel and cylinder were blocked, the insertion protector was cut, the plastic distal end cover had scratches, the universal cord was slightly wrinkled, the switch button one was softened and deformed, the adhesive on the bending section cover had discoloration. The bending angle in the up, down, left, and right directions and the play in the right/left knob did not meet the standard value, due to wear of the angle wire. The angulation control knob works, but feels too loose or light. The image guide protector has a cut, and angulation skips during angulation in the right/left directions, due to wear on the angle wire. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, there was angulation freeplay on the evis exera ii gastrointestinal videoscope. There was no reported death or injury including infection. The device was returned and evaluated, and foreign material came out of the distal end and the air water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.